Event description:
It was reported that prior to the start - pre-anesthesia of a da vinci-assisted surgical procedure, customer stated the surgeon side console (ssc) right monitor was off. Technical support engineer (tse) checked the logs, error verified. Tse asked the customer to reboot the ssc and clean blue fiber cable (bfc) connectors. Tse asked also to swap the bfc and restart again the ssc with hard reset. After rebooting, the issue has not been fixed. The customer does not use the xi system for the procedure but decided to proceed in laparoscopic. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the personality module surgeon console (pmsc) and high resolution stereo viewer (hrsv) monitor. The system was tested and verified as ready for use. Isi did receive da vinci products involved with this complaint to perform failure analysis. The hrsv monitor was analyzed and the complaint was not confirmed by failure analysis (fa). In artemis, no related error was found indicating the failure occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto the golden system where the unit functioned as expected (clear image displayed). The system ran through 10 power cycles, and no related errors/faults were triggered. The unit was found to be fully functional. The pmsc was analyzed and the complaint was not confirmed by fa. In artemis, no data found to indicate the failure occurred in the field. During visual inspection, no issues were found that were related to the reported issue. The pmsc was installed onto the golden system, all the output and input port were tested and had good image. The right monitor was connected and tested on the golden system and operated normally. The golden system was set to run 10 power cycles and sitting idle for 45 minutes. Once testing was completed, the system error logs was inspected, but no error could be identified.